Manufacturer narrative:
Age at time of event, corrected data: initial report inadvertently listed "10" instead of "7". Date of event, corrected data: initial report inadvertently listed "(B)(6) 2017" instead of "(B)(6) 2015".

Event description:
It was reported that the physician believed the patient's vns was prematurely depleting. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The device was found to have been manufactured using the laser routing process. An internal investigation was completed on premature battery depletion events. The results of the investigation observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. No relevant surgical intervention is known to have occurred to date. No additional relevant information has been received to date.

Event description:
It was later reported that the patient's physician felt that the patient was not receiving therapy from the affected device. Although the device lifetime may be reduced, its functions are not affected by this issue and the delivery of therapy is unaffected until the device reaches end of service (eos). As the device was previously explanted prior to the new report, it was unclear if the physician was alleging this against the generator that was affected by battery depletion or the new vns, which would not be affected by the laser routing manufacturing issue. No additional relevant information has been received to date.

Event description:
It was reported that the patient underwent vns generator replacement surgery due to battery depletion. During attempts at product return, it was revealed that it was the facility's policy to not return product.

Manufacturer narrative:
Date of this report, corrected data: follow-up report #02 inadvertently listed "01/30/2018" instead of "01/30/2019".

Event description:
Review of the manufacturer's programming history database revealed that the vns generator battery had reached an intensified follow-up indicator, or ifi, = yes condition a few months prior to explant.